Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. On wednesday night (B)(6) 2024, the patient´s daughter in law took him to the hospital because the cgm reading was 44 mg/dl. The patient experienced bad headaches and was feeling sick. At the hospital they took a bg reading which was 100 mg/dl (euglycemia). At the time of the report (B)(6) 2024 the patient was still at the hospital and feeling bad and sick. At an unspecified time of the event the cgm reading was 66 mg/dl and there was no bg taken. The patient was unable to provide the medication administered at the hospital. At the time of the report, the patient was still feeling sick. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).